Event description:
Database report of broken sign nail on follow up. The surgeon gave no report on reason for breakage such as a fall. Surgeon did replace the broken nail with a new sign nail. No indication of product defect.